Event description:
During left total knee surgery, a blade, the surgeon returned to the mayo had a missing tip. X-ray taken and x-ray showed the location of the "blade tip". Surgeon decided not to retrieve the tip.

Manufacturer narrative:
The catalog number and lot number provided on the attached user facility report do not represent a valid becton dickinson product.